Manufacturer narrative:
The patient underwent a successful revision procedure which consisted of a rebushing with arthrodesis components provided by stanmore. No explanted components were returned for evaluation. Stanmore cannot attribute the need for rebushing to a definitive cause. The complaint is being tracked and trended.

Event description:
The surgeon has requested replacement plastic bearing components in order to carry out a rebushing procedure. Additional information received from the surgeon reports that the patient is experiencing instability.

Manufacturer narrative:
A review of the manufacturing history records confirmed that the device was manufactured to specification with no abnormalities or deviations. Possible reasons for instability include loose components or a tibial component central peg failure. However, a review of the patient's x-rays does not show any evidence of component loosening. Regarding a failure of the central peg of the tibial component, this can only be confirmed by examining the components during the revision/following explant. Following the revision, the explanted components are scheduled to be returned to the company for evaluation. Additional complaint related information, including the return of the device has been requested from the surgeon. Please note that this custom device is similar to the mets smiles total knee replacement (k120992). Currently implanted.

Event description:
The surgeon has requested replacement plastic bearing components in order to carry out a rebushing procedure. Additional information received from the surgeon reports that the patient is experiencing instability. The date of the revision procedure has not yet been confirmed.